Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from results obtained of 387, 558 and 247 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-100 mg/dl. Customer is feeling shaky at this time but declined the need for any medical intervention. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 07/19/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 126 mg/dl date: (B)(6) 2024 time: 8:00 pm 2 hrs. After meal result 2: 387 mg/dl date: (B)(6) 2024 time: am fasting result 3: 558 mg/dl date: (B)(6) 2024 time: am fasting result 4: 247 mg/dl date: (B)(6) 2024 time: am fasting result 5: 94 mg/dl date: (B)(6) 2024 time: pm undisclosed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 06-aug-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer had tested using the true metrix meter and obtained 101 mg/dl am fasting on (B)(6) 2024. Note 2: manufacturer contacted customer in a follow-up call on 20-aug-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 06-nov-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage.